Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-oct-2018 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. The keypad was removed and no evidence of contamination was observed on the on button contacts. Testing for the keypad button response issue was not able to be performed; the pump powered on with an unrelated cs 006 call service alarm that would not clear. A visual inspection of the pump revealed the battery compartment was cracked above the grip pad and moisture was confirmed in the battery compartment. A leak test was performed revealing a battery compartment leak. The pump was opened and moisture corrosion was found on all of the internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. It was noted that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.